Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end causing the cable on the distal to become loose. The instrument was found to have multiple grip cables broken at the proximal end in the housing. The grip cable was broken at clamping pulley/backend pulleys. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large hem-o-lok clip applier instrument allegedly "broke." The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the instrument occurred while the surgeon was trying to clip a vessel. When asked what the specific issue the surgeon experienced, the customer stated that they believed the issue was related to the instrument jaws remaining static/not moving when the surgeon commanded the movement. The issue was resolved by using another instrument to complete the surgical task.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.